Event description:
This rv lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012 due to an insulation issue with externalized cable confirmed on fluoroscopy. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).